Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed low out-of-range (oor) shock lead impedance (sli) measurement of 0 ohm. Boston scientific technical services (ts) discussed that this could be possibly being an external electromagnetic interference (emi) source but still wanted to bring the patient in and do some in-office readings with other vectors programmed. This system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient underwent a device upgrade procedure. This device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). The chronic lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.